Event description:
Philips received a complaint by the customer on the v60 indicating that the device only worked when plugged in. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device only worked when plugged in. While the device was in use, it was unplugged from the wall, and it turned off and didn't go to battery backup. The remote service engineer (rse) performed troubleshooting with the customer and had the customer check the status on the battery in service mode-- the customer found that the battery voltage was showing 11.45v. The rse informed the customer that the battery needed to be at least 14v minimum and asked the customer what the manufacturer date was. The customer informed the rse that manufacturer date was 2018, and the rse communicated that manufacturer recommends replacing the battery every 5 years to ensure proper system performance. The rse then provided the customer with the part number and price of the replacement battery for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.